Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 150 mg/dl. Last 5 results in memory were 107 mg/dl, 117 mg/dl, 125 mg/dl, 194 mg/dl, 159 mg/dl. Customer stated that at one time the meter read 35 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (35) and the normal result (150) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 150mg/dl. Last 5 results in memory were 107mg/dl, 117mg/dl, 125mg/dl, 194mg/dl, 159mg/dl. Customer stated that at one time the meter read 35mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (35) and the normal result (150) is located in zone c/d. No adverse event reported.